Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer reports that there was a blood leak from the venous lumen (above the clamp). Catheter had been inserted on (B)(6) 2013 and removed (B)(6) 2014. New catheter was inserted. No patient injury.